Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock and episode review was requested. The device is programmed to secondary vector which utilizes the sense a electrode located where the seal plug and setscrew are located in the device header. A boston scientific technical services consultant noted the regularized pulses appear to be due to a seal plug issue which can be caused by slight rubbing or pressure on the seal plug when the torque wrench is inserted during implant. A potential space is created for extracellular fluid to temporarily infiltrate through the seal plug resulting in air-fluid exchange. It presents with a very regular set of signals that the device interprets as vt. The clinical observations usually resolve within six weeks of implant. The consultant discussed options to resolve the clinical observations. The patient was sent home with a remote monitor and defibrillation therapy was disabled. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock and episode review was requested. The device is programmed to secondary vector which utilizes the sense a electrode located where the seal plug and setscrew are located in the device header. A boston scientific technical services consultant noted the regularized pulses appear to be due to a seal plug issue which can be caused by slight rubbing or pressure on the seal plug when the torque wrench is inserted during implant. A potential space is created for extracellular fluid to temporarily infiltrate through the seal plug resulting in air-fluid exchange. It presents with a very regular set of signals that the device interprets as vt. The clinical observations usually resolve within six weeks of implant. The consultant discussed options to resolve the clinical observations. The patient was sent home with a remote monitor and defibrillation therapy was disabled. No additional adverse patient effects were reported.